Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1271514. Medical device expiration date: 31-oct-2026. Device manufacture date: 28-sept-2021. Medical device lot #: 2074102. Medical device expiration date: 28-feb-2027. Device manufacture date: 15-mar-2027. Medical device lot #: 1064929. Medical device expiration date: 28-feb-2026. Device manufacture date: 05-mar-2021. Investigation summary: it was reported the male luer taper was not the correct size. To aid in the investigation, five samples with no packaging blister in a plastic bag and two photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for luer taper by three different associates and all passed. The two photos provided show a syringe with a round metal piece on the syringe barrel tip. No other information could be obtained from the photos. A device history record review was completed for provided material number: 301032, lot numbers: 1271514, 2074102, 1064929 and 2474102. The review did not reveal any detected quality issues during the production of these lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that the bd plastipak¿ non-sterile syringe has a molding defect. The following information was provided by the initial reporter: the part numbers: l-05000-004a and k-01000-023a, were inspected with the gauge ga-2086 and the conical tip is below the limits of the gauge. The material is not between the 3a & 3b. There were 2 affected with lot: 2074102. This characteristic is cause of non-conformance and rejection.